Event description:
Customer reported under infusion of taxol. Taxol was infusing with 550ml to run over 1 hour. At the end of 1 hour there was a residual of 30ml and an actual run time was reported as 1 hour 15 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
Patient information requested, and all available information is included.